Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) reached the 550s mg/dl. Manual insulin injections were used to address bg. Reportedly, the alarms were cleared and insulin delivery was resumed.